Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and did not find any optical sensing module errors or alarms. However, he did find a battery related error but discovered the switch for the battery by the power cord had been switched off. To fix the issue, the fse switched it back on and tested the unit. Unit passed all testing and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an ¿ap optical sensing module failure¿ alarm. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.